Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review, power on self-test, and battery testing were performed. The alarm log review confirmed the f-94 alarm. The alarm was caused by a damaged main battery. The battery was replaced to correct the reported condition. The pump passed all testing and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.